Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 7mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) female patient (64 inches and (B)(6)) had been treated with a scandinavian total ankle replacement (star) on (B)(6) 2011. On (B)(6) 2015 the patient underwent a revision surgery in order to replace the broken poly. The received sliding core was completely fractured into three pieces. With reference to the x-rays received the photos of the broken poly indicate that the lateral posterior edge of the sliding core broke off the main piece and split into two small pieces. This observation matches with the indications for operative procedure from the operative report provided: ¿(¿) she has a very bad ankle, but has significant deformity on top of this. Her foot is in tremendous amount of valgus. She has instability of her forefoot (¿)¿. In the IFU it is clearly stated under chapter ¿contraindications¿: ¿malalignment or severe deformity of involved or adjacent anatomic structures including hind foot or forefoot malalignment precluding plant grade foot.¿ according to the photographs received significant plastic deformation / delamination and abrasive wear was found in the keel-trough as well as adjacent to that region. Signs of burnishing, pitting, and scratching could be identified on the superior and inferior surfaces of the polyethylene component. The x-ray marker wire was found to be torn. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion." ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. Based on the above observations the breakage of the polyethylene sliding core was most likely not related to a deficiency of the device, but was rather triggered by the misaligned component(s) during loading in vivo, resulting in a crack initiation and a fatigue fracture of the polyethylene component after implantation duration of approx. Four years. The poly breakage was utmost likely caused by the bad condition of foot and ankle of the patient, but with the limited information given and consistent with the statement of the consultant hcp ¿the quality and the resolution of the x-rays provided does not allow for a precise finding regarding the root cause of the poly breakage.¿

Event description:
Patient had pain with ankle range of motion. A poly exchange was done. The poly was broken into multiple pieces.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report. Unknown star mobile bearing

Event description:
Patient had pain with ankle range of motion. A poly exchange was done. The poly was broken into multiple pieces.